Event description:
913 short v-v intervals noted on sensing integrity counter since 17-dec-2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).